Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, and bowel problems. It was reported that the patient underwent transvaginal tape revision on (B)(6) 2011 and transvaginal release on (B)(6) 2011 due to urinary retention. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with hysterectomy and bilateral uterosacral colpopexy and left ovarian cystectomy on (B)(6) 2011 due to sui and menorrhagia and mesh was implanted into the patient. It was reported that patient underwent mesh revisions on (B)(6) 2011 and (B)(6) 2011 due to urinary retention and portion of mesh removal on (B)(6) 2011 due to erosion in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 due to partial urinary retention after placement of midurethral sling. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tlh, bilateral uterosacral colpopexy and left ovarian cystectomy. It was reported that patient underwent mesh revision of sling on (B)(6) 2011 due inability to void. (B)(4).